Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The patient effects of occlusion, edema and tissue injury are listed in the prostyle instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices.   The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a venous closure of the right common femoral vein was completed using a prostyle device after an ablation interventional procedure via a 9f sheath. The ablation procedure was done on (B)(6) 2021. Reportedly on (B)(6) 2022, edema of the right leg was observed. Femoral echocardiogram and coronary artery angiography was performed and it was found that the access site was stenosed [occluded]. On (B)(6) 2022, the patient returned to the hospital for a surgical procedure to repair the stenosis [occlusion] and to remove the prostyle suture. The surgery restored blood flow and it was found that atheroma-like vascular tissue was attached to the removed prostyle suture. It was speculated by the physician that the foot of the prostyle lifted up the posterior wall and stitched the posterior wall together. Additional surgical treatment and hospitalization were required. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The patient effects of occlusion, edema and tissue injury are listed in the prostyle instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a venous closure of the right common femoral vein was completed using a prostyle device after an ablation interventional procedure via a 9f sheath. The ablation procedure was done on (B)(6) 2021. Reportedly on (B)(6) 2022, edema of the right leg was observed. Femoral echocardiogram and coronary artery angiography was performed and it was found that the access site was stenosed [occluded]. On (B)(6) 2022, the patient returned to the hospital for a surgical procedure to repair the stenosis [occlusion] and to remove the prostyle suture. The surgery restored blood flow and it was found that atheroma-like vascular tissue was attached to the removed prostyle suture. It was speculated by the physician that the foot of the prostyle lifted up the posterior wall and stitched the posterior wall together. Additional surgical treatment and hospitalization were required. No additional information was provided.